Event description:
Patient experienced skin redness and burning reaction on facial area, after using a re-processed full face niv (non-invasive ventilator) mask for 4 hours. No permanent injury, no medical intervention required.

Manufacturer narrative:
The flexifit hc431niv full face mask was re-processed using a chemical disinfectant (lysetol af2%) not recommended in user instructions and therefore, not validated for use on fisher & paykel healthcare masks. Please refer to current revision of foreign user instructions enclosed for details on approved multi-patient cleaning techniques for hc431niv masks. Hospital admitted that they used an un-approved cleaning disinfectant to clean mask, prior to use on patient and stated that the patient skin reaction was potentially, as a result of over exposure to disinfectant during cleaning. The patient was said to have sensitive skin. Please note-hc431niv is not currently available, however, all fisher & paykel healthcare CPAP masks are of similar design to the niv range and are also validated for re-use according to similar disinfection techniques.